Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "rupture". Healthcare professional, later reported, "no complaint against the device". This record is for the left side. Healthcare professional, later reported, in the operative report "ruptured implant and calcified capsule". "Rupture, which was verified on the MRI" and "intracapsular implant rupture with contained extracapsular rupture along the upper outer aspect. No evidence of free silicone within the breast tissue". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as surgical damage. ¿ calcification: no observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Healthcare professional later reported "no complaint against the device". This record is for the left side. Healthcare professional later reported in the operative report "ruptured implant and calcified capsule", "rupture which was verified on the MRI" and "intracapsular implant rupture with contained extracapsular rupture alond the upper outer aspect. No evidence of free sillicone within the breast tissue". Device has been explanted and replaced.

Event description:
Patient reported "rupture". Healthcare professional later reported "no complaint against the device". This record is for the left side. Healthcare professional later reported in the operative report "ruptured implant and calcified capsule", "rupture which was verified on the MRI" and "intracapsular implant rupture with contained extracapsular rupture alond the upper outer aspect. No evidence of free sillicone within the breast tissue". Device has been explanted and replaced.